Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3, g2 of the initial medwatch the information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to breakage of the knob wire (k-wire). The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; forceps elevator wire (k-wire) is completely cut off inside control unit; scope cover has a scratch; image guide protector is damaged; k-wire is completely cut off; due to wear of k-wire, the forceps raising angle does not meet the standard value; light guide lens has a chip; universal cord has discoloration; plastic distal end cover has a scratch; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a discolored area; connecting tube has discoloration; light guide bundle is slipping down; forceps elevator has foreign material; (k-wire) was completely cut off; connecting tube has coating peeling; bending section cover or distal sheath rubber has stain; bending section cover or distal sheath rubber has cut; grip has discoloration; adhesive on bending section cover or distal sheath rubber has wear; and due to wear of angle wire, bending angle in left direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the duodenovideoscope, the elevator wire has broken. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the forceps elevator has foreign material. Foreign material is yellowish/brown in color but it is of unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.